Event description:
During an implant attempt of the subject device, a connection issue with the associated ventricular lead was reported. As indicated, after tightening the set-screw, the lead was removed by a pull test. A reconnection attempt was not possible, since the screw could not be loosened due to a free turning screwdriver. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.